Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since an investigation could not be performed, bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event, but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that saline/contrast sprayed out of the bd nexiva¿ closed IV catheter system dual port and into the technician's face during use. This is report 2 of 2. The following information was provided by the initial reporter: "since we started using the nexiva products with the q-sytes we have had two incidences where our technologists have been sprayed in the face when the saline or contrast has come shooting out the opposite side because of some form of back pressure I¿m assuming within the IV/vein... Did the leakage occur with the nexiva catheters or the q sytes? Sprayed out of q-syte port which had a max bd cap on it to replace the q-syte. Was there any impact or harm due to the reported issue? No harm to the patient, techs sprayed in the face"

Manufacturer narrative:
Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown.

Event description:
It was reported that saline/contrast sprayed out of the bd nexiva¿ closed IV catheter system - dual port and into the technician's face during use. This is report 2 of 2. The following information was provided by the initial reporter: "since we started using the nexiva products with the q-sytes we have had two incidences where our technologists have been sprayed in the face when the saline or contrast has come shooting out the opposite side because of some form of back pressure I¿m assuming within the IV/vein. Did the leakage occur with the nexiva catheters or the q sytes? Sprayed out of q-syte port which had a max bd cap on it to replace the q-syte. Was there any impact or harm due to the reported issue? No harm to the patient techs sprayed in the face".